Event description:
It was reported that the pump unexpectedly displayed a reset screen. There was no reported impact to the customer¿s blood glucose level, as the caller declined to specify if levels exceeded 500 mg/dl. The customer was informed that a system check led to the pump resetting one of its microprocessors and that this is a built-in safety feature. Technical support educated the caller on necessary steps following a reset and confirmed that the customer successfully resumed insulin delivery.